Manufacturer narrative:
Corrected b.5, b.7, and h.6 health effect clinical code based on new information received. Investigation is ongoing.

Event description:
As reported, approximately 7 years, 2 months post successful tavr the physician has elected to perform a viv tavr treat the valve. Medical records were received for review. Over the last 1 to 2 years the patient started having worsening fatigue and shortness of breath with some brief chest discomfort occasionally with exertion. Patient denies any presyncope or syncope. The patient has some mild lower extremity edema. The patient underwent workup and was found to have severe valve restenosis. The cause of the thv valve stenosis has not been confirmed, but a tee prior to the viv surgery noted calcification of the leaflets. The patient had a viv (20mm s3 in a thv valve) in the aortic position via tf approach. The implant was a success with no significant pvl. Post op information did not list any tvr related complications. The cause of the bioprosthetic valve stenosis of the original thv is still unconfirmed, but calcification of the thv leaflets cannot be ruled out as a potential cause.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The valve was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. While edwards durability testing of sapien xt/sapien 3 meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves. With the known inherent risk of device, valve that reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and is not captured in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (B)(6) 2015). There is no evidence of device malfunction contributed to the reported event. Therefore, review of the risk management file is not applicable at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic furthermore, evaluation of reported complaints for 'valve - calcification' and 'post implantation - svd calcification' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigation's have been implemented. In this case, complaint was confirmed by medical record. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (history of severe aortic valve stenosis, dyslipidemia).

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 7 years, 2 months post successful tavr the physician has elected to perform a viv tavr next week to treat the stenosed valve.